Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes were created in the patient's anatomy in a different position than desired with brainlab navigation involved, although: - the deviation of 2 pilot holes placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the pilot holes were corrected to their intended position with navigation at the very same surgery (the cage did not deviate/did not need adjustment). - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placements (also not due to prolonged surgery/anesthesia by 0-30 minutes), despite a direct (or increased) risk to harm a critical structure due to the deviating placements. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab technical investigation and the information provided by the hospital/support, it can be concluded that the root cause for the deviated pilot holes created both right and left l3 (left deviating medially 5-6mm, and right deviating 5mm laterally, measurements based on the image data received) placed with the aid of navigation is: - a relative movement of the anatomy during the surgery between the vertebra operated on (l3) and the bone where the navigation reference array was fixated to (sacrum) due to a non-rigid connection of these and forces applied to the spine. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. In this case, the relative movement of the anatomy observed in the image data received allows for the pilot holes' medial left and lateral right shift reported/observed by the user during the surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation of the registered preoperative patient image displayed by the navigation and the actual patient anatomy was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the procedure, specifically during pilot hole creation at l3. Note: the cage was not reported as deviated from expected, but the cage was reportedly displayed higher on the navigation system compared to confirmation fluoroscopy images taken at different stages of the cage placement. This was due to the same relative movement issues that contributed to the deviated pilot holes (multi-level navigation, lack of rigidity between the reference array and region of interest, and surgical forces applied) in combination with the increasing width of the instruments (shaver of increasing sizes) exerting increased force on the spine during preparation of the l3-l4 disc space, thus forcing an anatomical shift. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2024) on the lumbar spine for an extension of lumbar fusion of l3 with l3-l4 and decompression, due to loose hardware from a prior fusion, with intended placement of 2 vertebra screws bilateral for fixation at l3, and intended placement of a cage at l3-l4 disk space, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. During the procedure the surgeon: -with the patient in prone position attached the navigation reference array in the sacrum -acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified the registration and accepted the accuracy to proceed -removed existing hardware at l4-l5 from previous surgery, verified accuracy again -used a navigated non-brainlab drill with instrument position display on the patient scan to determine and pre-plan the screw trajectory in the vertebra -prepared the pedicle by drilling pilot holes at left and right l3 using the drill -while drilling at right l3, suspected a deviation, verified accuracy with the pointer, which confirmed the deviation. -acquired an intra-operative 3d (x-ray) scan to verify the pilot hole trajectories. -determined that of both pilot holes at l3 placed with the aid of navigation deviated from their intended position (deviating towards patient's right side). -created new pilot hole trajectories with the aid of navigation and fluoroscopy. -calibrated a non-brainlab screwdriver to navigation, and placed the self-tapping vertebra screws into the newly created pilot holes with the aid of navigation and fluoroscopy. -decompressed l3-l4, prepared the l3-l4 disc space using a navigated shaver, and placed a cage with aid of navigation and fluoroscopy, thereby noticed a deviation between the navigation display and fluoroscopy images of the cage placement. -placed rods and closed the patient. According to the hospital (neurosurgeon): - the deviation of 2 pilot holes placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the pilot holes were corrected to their intended position with navigation at the very same surgery (the cage did not deviate/did not need adjustment). - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placements (also not due to prolonged surgery/anesthesia by 0-30 minutes), despite a direct (or increased) risk to harm a critical structure due to the deviating placements. - there were further no remedial actions for the patient done, necessary or planned; hospitalization was not prolonged either.